Event description:
It was reported that during the procedure in an unspecified vessel, an attempt was made to deploy the absolute stent system; however, the thumbwheel turned half-way and then stopped. The stent partially deployed. Although there was no adverse patient effect reported, the removal of the stent system from the anatomy was reported as dangerous. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to deploy can be a result of, but not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique, kinks or chatter marks in the shaft and/or damage to the device deployment mechanisms (handle components/shaft lumens. In this case, the absolute .035 was not returned which would have aided in determining a possible cause for the thumbwheel issue. Based on the reported information, it appears that as a result of the deployment difficulty, the distal sheath was partially retracted causing the stent to prematurely deploy and causing difficulty during removal. To ensure this is not manufacturing related, manufacturing 100% visually inspects the outer jacket attachment to the handle and 100% visually inspects for shaft damage. It was reported that the system was removed with the partially deployed stent. It should be noted that the product instruction for use warns: do not attempt to pull a partially-expanded stent back through the sheath or guiding catheter; dislodgment of the stent from delivery system may occur. In this case, the removal technique did not contribute to the reported deployment difficulties. A conclusive cause for the reported deployment difficulties, premature deployment and damage to the shaft could not be determined. However, there is no indication to suggest a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report.